Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours they had felt pain at the pod insertion site. Upon removal of the pod from the insertion site it was discovered that the pods needle had not retracted upon initial activation. The patients reported blood glucose level was 400 mg/dl.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours they had felt pain at the pod insertion site. Upon removal of the pod from the insertion site it was discovered that the pods needle had not retracted upon initial activation. The patients reported blood glucose level was 400 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. A power supply was needed to download data from the device because the bottom and middle batteries were measured at insufficient values. The download data showed that the device was in pod state 1 and 0 pulses were delivered indicating that the device was never filled. Rotation of the ratchet gear deployed the needle mechanism as intended. There were no findings that would lead to the needle not retracting or the pain during insertion. The shelf mode was measured to be in specifications and the batteries all passed the seal inspection. It could not be determined if the low battery voltages prevented the device from being activated by the user. No other damages or deficiencies were observed during the investigation.